Manufacturer narrative:
An investigation of the reported condition was performed. A sample was not submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is being received. Since a sample was not provided, product analysis could not confirm if the incident contributed to the reportable event. The exact root cause of the reported condition could not be determined without a sample to examine. A potential root cause for the reported condition indicates that, during the cutting process fibers were loosened from the sponge. This could lead to pieces of cotton detaching from the sponge. This product is not intended to be unfolded. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. As a corrective action, a visual inspection is being performed to inspect for linting during production. A corrective action and preventive action (CAPA) was being implemented. This information will be utilized for trending purposes to determine the need for additional corrective actions. Containment for the reported condition was performed as part of the aforementioned CAPA. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the gauze is leaving fragments behind after use.

Manufacturer narrative:
Submit date: 08/23/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer states the gauze is leaving fragments behind after use.